Event description:
A consumer's son reported that following his mother's intraocular lens (iol) implant surgery, she has been uncomfortable since the surgery seven months ago. She said her eye is "not as large" and she has difficulty seeing clearly at near. His mother mush wear glasses for reading but not distance. The mother reported there is no difference in vision with different lighting. The rptr did not provide any contact info for the surgeon; therefore, f/u was not able to be conducted.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the rptr did not provide a lot number or any identification traceable to the mfg documentation. No enough info was provided from the account to properly complete an investigation. The rptr did not provide any contact info for the surgeon; therefore, f/u was not able to be conducted. (B)(4).